Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulties deploying the trigger button and irregular sound include, but not limited to, manufacturing, inadequate nick and spread of the tissue tract, user presses firing button (#4) prior to full advancement of thumb advancer. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date d4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported that this was a closure using a starclose device after an unspecified procedure. Reportedly, a starclose failure occurred. In step 4, there was a dull thud instead of a definitive click. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.